Event description:
Globus medical, inc. Received written notification from a sales representative, via (B)(6), that a globus mfg screw had broken after implantation. A female pt, (B)(6) at the time of initial surgery, underwent alif surgery when a bilateral revolve construct was implanted at l5 - s1 on (B)(6) 2009. Due to pseudarthrosis (non-union) and return of painful symptoms of which no prior precipitating events occurred, the pt underwent revision surgery on (B)(6) 2010. The revolve construct was being removed when a sacral screw was found to be fractured at the screw/pedicle junction, also removed. Subsequent bilateral sustain-o cages and new revolve hardware were then implanted in the pt.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. An evaluation of the returned product and a review was conducted of all applicable material records, mfg records, storage records, and distribution records for all lots mfg. All records revealed all product lots were mfg within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the 6.5mm revolve polyaxial pedicle screw, 35mm design conforms to all applicable standards and there was no deviation in the MFR process. There is no indication that the issue was a result of product defect or malfunction.